Manufacturer narrative:
(B)(4).

Event description:
It has been reported that during an inventory inspection the bone cement packaging was found to be unsealed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of returned product confirms the reported event as the monomer pouch is unsealed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was determined to be the packaging validation procedures are not adequate to ensure that the packaging validations for the products were adequate. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.